Manufacturer narrative:
Evaluation summary: x-rays were not provided for evaluation. Pt information such as height, weight, and activity level is unk. Based on the available information, a definitive root cause for pain and loosening cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the device was implanted in (B)(6) 2008 and that the pt is experiencing pain and tibial loosening. Pt reports no falls or trauma.